Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges heard a loud clunking sound and the chair back seemed to warp and fell backwards.

Manufacturer narrative:
The original device was not received for evaluation. The customer received a replacement device, then also returned the replacement device, and was refunded for the purchase of the device.

Event description:
Alleges heard a loud clunking sound and the chair back seemed to warp and fell backwards.